Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 11-oct-2021. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient was given crushed medicines via nasogastric tube (ngt), existing ngt was blocked, and it was unable to unblock, so the tube was removed. Per customer, attempt was made to re-insert a fine bore ngt, a resistance was felt, so the insertion was stopped and requested help from ICU doctors. The ICU doctor took over the ngt insertion and fine bore ngt was inserted, awaited chest x-ray (cxr) for confirmation of placement. The chest x-ray showed the ngt was far down patient¿s right main bronchus, a pneumothorax was noted. The ngt was pulled right back and re-inserted successfully with placement confirmed on chest x-ray and a right pigtail icc was inserted for pneumothorax..